Event description:
Spouse of home patient (hp) reports incomplete prime of patient line of homechoice set. Hp reportedly was able to reprime line and complete treatment with assistance with baxter technician. No patient injury or medical intervention required per hp.